Event description:
This case was reported by a consumer and described the occurrence of vocal cord swelling in a female patient who received polident (polident for partials denture cleanser tablets) for denture cleaning. A physician or other health care professional has not verified this report. Concurrent medical conditions included acid reflux, diabetes, elevated cholesterol and hypertension. Concurrent medications included candesartan cilexetil (atacand), glimepiride (amaryl) and sodium rabeprazole (aciphex). In 2006, the patient started using polident for partials. In the same month, the patient experienced vocal cord swelling and blocked airway. She was examined by her primary care physician and an ear-nose-throat specialist, who believed the symptoms could have been allergy related. It was felt the events could be related to sleep apnea, but a diagnosis had not been made. All of the patient's medications were stopped on the following month, and then she was scheduled for further evaluation. This case was assessed as medically serious by gsk. Treatment with polident for partials was continued. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Manufacturer's report number for this case is 1020379-2006-00004. Polident is manufactured and neither the lot number or the product are available for testing. No corrective actions have been required based on this report.